Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 37, 27, and 90 mg/dl. Tests were done within 10 minutes with a difference of 37 mg/dl. Patient did not experience any adverse events.